Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial tray leaves behind traces of blue color.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records was not possible as the lot number required for retrieval was unavailable. The device is used for treatment. A product history search could not be performed because of the lack of information regarding the device related to the event. Photographs were returned by the reporter displaying that a blue residue was being left by the case onto the instruments during cleaning of both. A definitive root cause cannot be determined with the information provided.